Event description:
It was reported that the patient encountered a power-on-reset (por) condition when he went to charge his implantable neurostimulator (ins) on the night of (B)(6) 2012. The patient had last charged his ins a little over a week previous. The patient was able to clear the por condition using his patient programmer (pp). The patient had half a battery left, but used his ins recharger (insr) and was able to start a charge successfully.

Manufacturer narrative:
Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial#: (B)(4), product type: recharger. Product ID: 37744, serial#: (B)(4), product type: programmer. Patient product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).